Manufacturer narrative:
Corrected information has been provided in d1 and d4. Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An 81 year old male presented with acute myocardial infarction and cardiogenic shock, with pre support clinical status consistent with scai shock stage e. The patient was supported with an impella cp placed percutaneously via the right femoral artery on (B)(6) 2026 at 5:15 pm. The patient developed a minor hematoma at the access site. The patient¿s death resulted from cardiac deterioration associated with cardiogenic shock, while the minor hematoma was considered a contributing clinical factor but not causative. Device performance was not implicated in the event. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients lack of heart recovery, underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.